Event description:
It was reported that during informal software testing performed by a getinge software engineer for a new software release being worked on for the cardiosave intra-aortic balloon pump (iabp), the second corrective action in the "help" screen for the "iabp may require maintenance" error message, was missing the text "while a replacement iabp is obtained" from the end of the corrective action. There was no patient involvement.

Manufacturer narrative:
It was reported that during informal software testing performed by a getinge software engineer for a new software release being worked on for the cardiosave intra-aortic balloon pump (iabp), the second corrective action in the "help" screen for the "iabp may require maintenance" error message, was missing the text "while a replacement iabp is obtained" from the end of the corrective action. The reported issue has been assessed by a getinge corporate medical officer (mo) who has concluded that the reported issue from a safety perspective is negligible. The mo has determined that there is enough indication to orient the clinician to a therapeutic decision. The reported issue had been fixed and will be released to the field upon approval of the next software release. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).